Manufacturer narrative:
(B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr was able to verify the reported problem and the circuit pressure test failed. According to fsr, the ventilator needs a preventive maintenance to completed, new switch cover on the back, fan filter cover, exhalation cover and new schelf. Fsr replaced the main board, installed new fan cover, replaced power switch cover, installed new exhalation cover and new schelf installed. Finally, fsr performed preventive maintenance. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator alarmed transducer fault. Patient involvement is unknown at this time.